Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one endeavor sprint rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the mid-proximal lad exhibiting 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. A la6ebu375 launcher guide catheter was used. The lesion was pre-dilated to 14 atm and 16 atm using a sprinter legend balloon (spl25015x). The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that after expansion of the proximal stenosed lad, implantation of the ensp30024x was attempted, difficulty was encountered trying to cross the lesion and stent deformation was seen after removal of the device from the patient. The procedure was replaced using a non-medtronic device. No patient injury reported.

Manufacturer narrative:
Image review: two angiographic images were provided by the account for analysis. An image shows the lesion in the proximal-mid lad as reported by the account. A second image was provided of the lesion site from another angle post treatment of the vessel. It appears as though this image was taken post treatment of the vessel as shown by the flow of contrast. It is not possible to see the reported stent deformation from the angiographic images provided. Two photographs of the device were provided for analysis. In the images, the stent appears bent and struts appear raised on the stent. There is no deformation visible to the remainder of the device. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th, 13th and 14th distal stent wraps with struts raised. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen due to a kink on the distal inner. If information is provided in the future, a supplemental report will be issued.